Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two months post port placement procedure, the patient allegedly developed thrombus and infection. It was further reported that the port system was removed. However at this point of time there was no evidence that the device caused thrombus and infection. The current status of the patient is unknown.

Event description:
It was reported that approximately two months post port placement procedure, the patient allegedly developed thrombus and infection. It was further reported that the port system was removed. No reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported thrombus and infection issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.